Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be due to procedural conditions (clip size selection). The reported thrombus is listed in the instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported medication required was the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. An ntw clip was attempted to be positioned on the valve, but independent grasping was not possible due to the clip size. When the clip was removed, thrombus was observed on the clip. Additional heparin was given to the patient. A replacement xtw clip was then implanted without issue. An additional ntw was then implanted as well, reducing mr to grade 1+. There was no adverse patient consequences and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.